Event description:
It was reported via article of interest literature review that a 57-year-old man was admitted to (B)(6) hospital due to syncopal attack. He was diagnosed with brugada syndrome, and a subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted for the primary prevention of sudden cardiac death. Defibrillation threshold (dft) testing was successful and x-ray imaging confirmed good s-ICD system placement. Two hours after implantation, the patient received an inappropriate shock while conscious. Device interrogation revealed a continuous baseline shift and frequent oversensing of low-amplitude signals, followed by shock in the primary vector. Lateral chest x-ray revealed contaminated subcutaneous air surrounding the proximal electrode. Oversensing of the low-amplitude signals and artifact, which was presumably caused by the contaminated subcutaneous air, was diagnosed. The device was reprogramed to sense at the secondary vector, and another inappropriate shock could be avoided. The subcutaneous air was completely resolved seven days after implantation. The s-ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Nishinarita, ryo, et al. (2019). "Early inappropriate shock in a subcutaneous cardiac defibrillator due to subcutaneous air." Journal of arrhythmia. 2019;35:682-684. Doi: 10.1002/joa3.12210.